Manufacturer narrative:
Concomitant medical products: model number/catalog number 72404127, serial number null batch/lot number 1000404307, model/catalog description control pump fgs iz. Model number/catalog number 72400024, serial number null batch/lot number 1000451798, model/catalog description balloon fgs 61-70 cm. Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated experiencing urinary retention with an artificial urinary sphincter (aus) after it was activated. The patient went to the emergency room for catheterization. The patient indicated the physician did not provide instructions upon activation except for a keychain card set; therefore neither the patient or his son could decipher how to use the device. The patient was angry and felt the education on how to use the aus failed. The device was deactivated and the patient would follow up with the physician.